Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon photographic evidence; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium,uterine manipulator device was used in a hysterectomy procedure on (B)(6) 2024, and "the various parts of the manipulator came apart, which made it very difficult for dr bouchard to carry out the surgery". Further assessment found the event occurred at the end of the procedure. The procedure was completed as normal, without the use of an alternate device, and with a delay of unknown duration. All parts were removed from the patient and there was no injury to the patient, whose current status is "unknown". There was no report of medical intervention or extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a hysterectomy procedure on (B)(6) 2024, and ¿the various parts of the manipulator came apart, which made it very difficult for dr bouchard to carry out the surgery.¿. Further assessment found the event occurred at the end of the procedure. The procedure was completed as normal, without the use of an alternate device, and with a delay of unknown duration. All parts were removed from the patient and there was no injury to the patient, whose current status is "unknown". There was no report of medical intervention or extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.